Manufacturer narrative:
The company service representative examined the system and replaced the illuminator module. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message). The surgeon reported system messages displayed during surgery. The system was switched out and the case was completed. No patient injury was reported.